Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/+5; cat#6570-0-236; lot#70956302. Size 6 accolade ii 127 deg; cat#6721-0635; lot#69314701. Tridentii tritanium cluster52e; cat#702-04-52e; lot#69065601a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
As reported: "left hip, anterior approach. Irrigation and debridement with poly liner exchange. Pre-op diagnosis: left hip infection. No further information available". The head and liner were reported as revised.